Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s death, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Privacy laws prohibit the customer from providing further information regarding the case. No follow-up attempts will be performed. No product is available for investigation. In the event that the heartmate 3 lvas, serial number (B)(6), is returned, this investigation will be reopened. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 29may2020. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 1 entitled ¿introduction¿ lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was unknown and was not provided by customer. The pump was not explanted and was not returned for evaluation.